Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 307 mg/dl.- reportedly the customer experience an elevated blood glucose (bg) level of on the continuous glucose monitor. Cause of high bg was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.